Event description:
An a2009 ultra 360 patient positioning system was reported to have broken; the based unit broke in between two surgeries and was found on the floor by the use. The unit was not in contact with a patient.

Manufacturer narrative:
To date, the device in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.